Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure and dislo"), pelvic pain ("pain"), autoimmune disorder ("autoimmune disorder"), pregnancy with contraceptive device ("positive for pregnancy") and lupus-like syndrome ("certain patterns that look like lupus") in an adult female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included oral contraceptive from 2007 to 2009, sinus infection and hernia. Concurrent conditions included depression, anxiety, arthralgia, myalgia, chills, fever and joint pain. Concomitant products included medroxyprogesterone (depo provera) in 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"), weight increased ("weight gain"), gastritis ("gastritis") and kidney infection ("kidney infection"). In 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), mood swings ("mood swings"), fatigue ("fatigue") and headache ("headaches"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), lupus-like syndrome (seriousness criterion medically significant), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, urinary tract infection ("urinary infection"), antinuclear antibody positive ("positive ana"), nausea ("nausea"), disturbance in attention ("difficulty concentrating"), phonophobia ("phonophobia"), arthralgia ("arthralgia"), myalgia ("myalgia"), vitamin b12 deficiency ("b12 injections"), suprapubic pain ("suprapubic llq"), neuralgia ("nerve pain"), vulvovaginal mycotic infection ("yeast infection") and pain in extremity ("arm pain/ leg pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with cyanocobalamin (vitamin b12) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, autoimmune disorder, pregnancy with contraceptive device, lupus-like syndrome, alopecia, weight increased, migraine, mood swings, vaginal infection, urinary tract infection, antinuclear antibody positive, dysmenorrhoea, fatigue, headache, nausea, disturbance in attention, gastritis, phonophobia, arthralgia, myalgia, vitamin b12 deficiency, suprapubic pain, neuralgia, vulvovaginal mycotic infection, kidney infection and pain in extremity outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, antinuclear antibody positive, arthralgia, autoimmune disorder, device dislocation, disturbance in attention, dysmenorrhoea, fatigue, gastritis, headache, kidney infection, lupus-like syndrome, migraine, mood swings, myalgia, nausea, neuralgia, pain in extremity, pelvic pain, phonophobia, pregnancy with contraceptive device, suprapubic pain, urinary tract infection, vaginal infection, vitamin b12 deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: there were no coils noted to be deployed inside the uterus and however it was deployed and the attention was then turned over the right ostium where it was inserted through the ostia easily and one coil was noted to be intrauterine after deployment diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Pregnancy test urine - on (B)(6) 2013: negative on (B)(6) 2016 patient had x-ray of the abdomen showed the coils in the abdomen concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abdominal pain, gastritis, device dislocation, pregnancy on contraceptive device,vitamin b12 deficiency, vaginal discharge. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, lot number received,event added as :- hormonal changes describe: mood swings. Infection (bladder/ urinary tract/vaginal) type: vaginal and urinary. I have a positive ana and certain patterns that look like lupus. Dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition type: gastritis. Hair loss, migraines / headaches, nausea, pain, vaginal discharge, weight gain / loss specify which one: weight gain. Other injury(ies) or complication (s) please describe: difficulty concentrating; gastritis; and phonophobia; arthralgia; myalgia; b12 injections; suprapubic llq, nerv pain, arm / leg pain, diagnosed with pregnancy incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure and dislo"), pelvic pain ("pain"), autoimmune disorder ("autoimmune disorder"), pregnancy with contraceptive device ("positive for pregnancy") and lupus-like syndrome ("certain patterns that look like lupus") in an adult female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included oral contraceptive from 2007 to 2009, sinus infection and hernia. Concurrent conditions included depression, anxiety, arthralgia, myalgia, chills, fever and joint pain. Concomitant products included medroxyprogesterone (depo provera) in 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"), weight increased ("weight gain"), gastritis ("gastritis") and kidney infection ("kidney infection"). In 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), mood swings ("mood swings"), fatigue ("fatigue") and headache ("headaches"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), lupus-like syndrome (seriousness criterion medically significant), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, urinary tract infection ("urinary infection"), antinuclear antibody positive ("positive ana"), nausea ("nausea"), disturbance in attention ("difficulty concentrating"), phonophobia ("phonophobia"), arthralgia ("arthralgia"), myalgia ("myalgia"), vitamin b12 deficiency ("b12 injections"), suprapubic pain ("suprapubic llq"), neuralgia ("nerve pain"), vulvovaginal mycotic infection ("yeast infection") and pain in extremity ("arm pain/ leg pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with cyanocobalamin (vitamin b12) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, autoimmune disorder, pregnancy with contraceptive device, lupus-like syndrome, alopecia, weight increased, migraine, mood swings, vaginal infection, urinary tract infection, antinuclear antibody positive, dysmenorrhoea, fatigue, headache, nausea, disturbance in attention, gastritis, phonophobia, arthralgia, myalgia, vitamin b12 deficiency, suprapubic pain, neuralgia, vulvovaginal mycotic infection, kidney infection and pain in extremity outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, antinuclear antibody positive, arthralgia, autoimmune disorder, device dislocation, disturbance in attention, dysmenorrhoea, fatigue, gastritis, headache, kidney infection, lupus-like syndrome, migraine, mood swings, myalgia, nausea, neuralgia, pain in extremity, pelvic pain, phonophobia, pregnancy with contraceptive device, suprapubic pain, urinary tract infection, vaginal infection, vitamin b12 deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: there were no coils noted to be deployed inside the uterus and however it was deployed and the attention was then turned over the right ostium where it was inserted through the ostia easily and one coil was noted to be intrauterine after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Pregnancy test urine - on (B)(6) 2013: negative. On (B)(6) 2016 patient had x-ray of the abdomen showed the coils in the abdomen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abdominal pain, gastritis, device dislocation, pregnancy on contraceptive device,vitamin b12 deficiency, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure and dislo') and pelvic pain ('pain') in an adult female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included oral contraceptive from 2007 to 2009, sinus infection and hernia. Concurrent conditions included depression, anxiety, arthralgia, myalgia, chills, fever and joint pain. Concomitant products included medroxyprogesterone acetate (depo provera) in 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"), gastritis ("gastritis") and kidney infection ("kidney infection") and was found to have weight increased ("weight gain"). In 2014, the patient experienced autoimmune disorder ("autoimmune disorder"), migraine ("migraines"), mood swings ("mood swings"), fatigue ("fatigue") and headache ("headaches"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), lupus-like syndrome ("certain patterns that look like lupus"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, urinary tract infection ("urinary infection"), nausea ("nausea"), disturbance in attention ("difficulty concentrating"), phonophobia ("phonophobia"), arthralgia ("arthralgia"), myalgia ("myalgia"), vitamin d deficiency ("vitamin d deficiency"), suprapubic pain ("suprapubic llq"), neuralgia ("nerve pain"), vulvovaginal mycotic infection ("yeast infection"), pain in extremity ("arm pain/ leg pain"), hypoaesthesia ("arm numb "), pain ("shooting body pain") and vitamin b12 deficiency ("b12 injections"), was found to have a pregnancy with contraceptive device ("positive for pregnancy") and was found to have antinuclear antibody positive ("positive ana"). The patient was treated with vitamin b12 nos and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, autoimmune disorder, pregnancy with contraceptive device, lupus-like syndrome, alopecia, weight increased, migraine, mood swings, vaginal infection, urinary tract infection, antinuclear antibody positive, dysmenorrhoea, fatigue, headache, nausea, disturbance in attention, gastritis, phonophobia, arthralgia, myalgia, vitamin d deficiency, suprapubic pain, neuralgia, vulvovaginal mycotic infection, kidney infection, pain in extremity, hypoaesthesia, pain and vitamin b12 deficiency outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered alopecia, antinuclear antibody positive, arthralgia, autoimmune disorder, device dislocation, disturbance in attention, dysmenorrhoea, fatigue, gastritis, headache, hypoaesthesia, kidney infection, lupus-like syndrome, migraine, mood swings, myalgia, nausea, neuralgia, pain, pain in extremity, pelvic pain, phonophobia, pregnancy with contraceptive device, suprapubic pain, urinary tract infection, vaginal infection, vitamin b12 deficiency, vitamin d deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: there were no coils noted to be deployed inside the uterus and however it was deployed and the attention was then turned over the right ostium where it was inserted through the ostia easily and one coil was noted to be intrauterine after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Pregnancy test urine - on (B)(6) 2013: results: negative. On (B)(6) 2016 patient had x-ray of the abdomen showed the coils in the abdomen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abdominal pain, gastritis, device dislocation, pregancy on contraceptive device,vitamin b12 deficiency, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure and dislo'), pelvic pain ('pain'), autoimmune disorder ('autoimmune disorder') and lupus-like syndrome ('certain patterns that look like lupus') in an adult female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included oral contraceptive from 2007 to 2009, sinus infection and hernia. Concurrent conditions included depression, anxiety, arthralgia, myalgia, chills, fever and joint pain. Concomitant products included medroxyprogesterone acetate (depo provera) in 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"), gastritis ("gastritis") and kidney infection ("kidney infection") and was found to have weight increased ("weight gain"). In 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), mood swings ("mood swings"), fatigue ("fatigue") and headache ("headaches"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain (seriousness criteria medically significant and intervention required), lupus-like syndrome (seriousness criterion medically significant), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, urinary tract infection ("urinary infection"), nausea ("nausea"), disturbance in attention ("difficulty concentrating"), phonophobia ("phonophobia"), arthralgia ("arthralgia"), myalgia ("myalgia"), vitamin d deficiency ("vitamin d deficiency"), suprapubic pain ("suprapubic llq"), neuralgia ("nerve pain"), vulvovaginal mycotic infection ("yeast infection"), pain in extremity ("arm pain/ leg pain"), hypoaesthesia ("arm numb "), pain ("shooting body pain") and vitamin b12 deficiency ("b12 injections"), was found to have a pregnancy with contraceptive device ("positive for pregnancy") and was found to have antinuclear antibody positive ("positive ana"). The patient was treated with vitamin b12 nos and surgery (bilateral salpingectomy). Essure was removed on 9-aug-2016. At the time of the report, the device dislocation, pelvic pain, autoimmune disorder, pregnancy with contraceptive device, lupus-like syndrome, alopecia, weight increased, migraine, mood swings, vaginal infection, urinary tract infection, antinuclear antibody positive, dysmenorrhoea, fatigue, headache, nausea, disturbance in attention, gastritis, phonophobia, arthralgia, myalgia, vitamin d deficiency, suprapubic pain, neuralgia, vulvovaginal mycotic infection, kidney infection, pain in extremity, hypoaesthesia, pain and vitamin b12 deficiency outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered alopecia, antinuclear antibody positive, arthralgia, autoimmune disorder, device dislocation, disturbance in attention, dysmenorrhoea, fatigue, gastritis, headache, hypoaesthesia, kidney infection, lupus-like syndrome, migraine, mood swings, myalgia, nausea, neuralgia, pain, pain in extremity, pelvic pain, phonophobia, pregnancy with contraceptive device, suprapubic pain, urinary tract infection, vaginal infection, vitamin b12 deficiency, vitamin d deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: there were no coils noted to be deployed inside the uterus and however it was deployed and the attention was then turned over the right ostium where it was inserted through the ostia easily and one coil was noted to be intrauterine after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Pregnancy test urine - on 25-feb-2013: results: negative. On (B)(6) 2016 patient had x-ray of the abdomen showed the coils in the abdomen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: abdominal pain, gastritis, device dislocation, pregancy on contraceptive device,vitamin b12 deficiency, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: social media received- new events arm numb , shooting body pain, vitamin d deficiency, were added. New reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain") and migraine ("migraines"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, alopecia, weight increased and migraine outcome was unknown. The reporter considered alopecia, autoimmune disorder, migraine, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.